Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed a pump stop due to a no external power event followed by full depletion of the backup battery. The submitted controller event log file contained events on 23feb2025 from 12:31:14 - 13:35:25, until the controller clock was reset to the default timestamp. Two double power cable disconnect events were captured on 23feb2025, resulting in no external power alarms followed by the system operating on the controller's internal backup battery. The first instance of no external power alarms resolved once external power was restored to the system. The second instance resulted in the pump ultimately stopping at 13:35:20 due to the backup battery becoming fully depleted. The cause of the backup battery depletion cannot be conclusively determined, as it is unknown if the patient was in a condition to respond to the controller alarms leading up to the pump stop. The pump remained off for an unknown amount of time, and restarted after the system controller was re-connected to external battery power and the time clock had subsequently reset to the default timestamp of (B)(6) 2000 at 00:00:00. The pump then ramped up to the stored patient speed without issue, however flow appeared to struggle to remain above the low flow alarm threshold of 2.5 liters per minute (lpm). At the timestamp of 00:08:32, a sustained low flow alarm activated for the remainder of the file, and flow began to gradually decrease until reaching 0.4 lpm at 03:32:48 when the driveline was disconnected and the pump subsequently stopped. The disconnection of the driveline appears consistent with the discontinuation of support due to the patient's expiration. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed outside the pump stop and prior to the driveline disconnect. It was additionally reported that the family members declined any clinical examination, and no further information could be provided. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, ¿system operations¿ explains that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. This section states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit (mpu), or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the IFU, ¿powering the system¿ (under ¿using heartmate 14 volt lithium-ion batteries¿) explains how to replace depleted batteries with charged batteries. This section (under ¿switching power sources¿) also explains how to switch from battery power to the power module and mpu. Section 3 and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 3 of the patient handbook, ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to suspected acute gastrointestinal (gi) problems that led to severe vomiting and cardiopulmonary arrest before the hospital. The outcome was not considered to be device or therapy related. According to the doctor's description, the patient's family members confirmed at home that the device was still functioning normally. It was noted that the device had power-related alarms and that the pump was restarted, causing the date and time to be reset. Log files captured system controller clock corrupt events. Log files also captured one pump stop. Once power was restored the pump returned to operating at the set speed. The last good time stamp in the event log file was (B)(6) 2025 at 13:35:25. The last good time stamp in the periodic log file was (B)(6) 2025 at 12:55:17. The files showed the clock was never reset. The loss of power occurred 3 days prior to log file review.